Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-00101. It was reported the patient was no longer using her scs system. The patient stated she had good results during the trial, but she stated the permanent implant was not as good. Reprogramming of the patient's system did not resolve the issue. Follow up identified the had her scs system removed.